Manufacturer narrative:
Updated health impact grid and component grid.

Event description:
It was reported to philips that the device failed its defib test. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer that it could be a faulty capacitor and therapy pca. The customer would like to replace the capacitor and if that doesn't work they will order the processor pca. The customer had ordered the capacitor to resolve the reported problem. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device failed its defib test. There was no patient involvement.